Event description:
The patient's mother contacted animas concerned that the pump did not recommend the correct bolus doses. She said on february 25, the patient ate 115 grams of carbohydrates with a blood glucose level of 97 mg/dl and the pump recommended bolusing 18.55 units. The patient took the recommended dose at breakfast around 8:40 am and at 10:56 am had a blood glucose level of 46 mg/dl. The mother treated the patient with carbohydrates. The patient's blood glucose level returned to 78 mg/dl upon recheck and at noon was 101 mg/dl. The animas representative recommended that the mother contact the hcp to review settings since the patient slept later on the weekend and had a recent growth spurt. When reviewing the pump settings with customer support the settings were confirmed as correct. The date and time were set correctly in the pump. Although, there was no evidence of a pump malfunction this complaint is being reported because, when the patient was using the pump he allegedly suffered a low blood glucose level requiring assistance from another person.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. Using the patient's programmed settings, two boluses were calculated and confirmed to be calculated correctly. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.